Event description:
Laerdal medical corporation has been informed of a patient incident involving an adult laerdal silicone resuscitator. It was reported that the lip valve item 540103 was making a very loud noise. The reporter was unable to speak further about the incident because it was being looked into by risk management at the medical center. A laerdal technician was contacted by the reporter who wanted information about mercury parts/products compatibility with laerdal resuscitators. He was referred to therapy product marketing management.

Manufacturer narrative:
Laerdal has information only that there was a patient incident involving a laerdal silicone resuscitator (lsr). No product has been returned and no actual complaint of malfunction has ben made against the lsr, only a report that the lip valve was noisy. A follow-up report will be filed if additional information is obtained.